Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had phrenic stimulation and the left ventricular lead showed failure to capture so programming changes were made. A later x-ray showed lead dislodgement. The patient presented in clinic for a procedure on (B)(6) 2021 where the lead was repositioned. The patient was stable.